Event description:
A patient had experienced a shocking/jolting sensation, and a loss of therapeutic effect. The shocking/jolting sensation would occur when the patient would turn up the amplitude. Overstimulation was also reported. It was further noted that the patient had dropped her programmer and needed to have the battery cover replaced. The patient's outcome was not reported. Additional information was requested but not available at the time of this report. A follow-up report wil be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).